Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2016, reported as ¿about 5-6 days ago¿. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis also reported as abdominal infection. The breach in aseptic technique was further described as the patient played with mobile phone during pd therapy. The peritonitis was manifested by abdominal ache and cloudy effluent. The patient was hospitalized for the peritonitis event. The patient was treated with cephalosporin and an unspecified anti-inflammatory drug. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.